Manufacturer narrative:
An event regarding setting time involving simplex cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on three retain samples of the 2 reported possible lots involved in this event. The results were satisfactory and within specification. Medical records received and evaluation: no medical records were received or were relevant to the investigation of this event. Device history review: bmr review for the 2 possible lots reported indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 5 other events for the lot referenced. For each of these events it is not known which lot (lot blv039 or lot bfw021) was involved in the event therefore it is not possible to definitively determine if a lot commonality has occurred. (B)(4). Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex abc bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the operating room handbook. Based on the laboratory results of the samples tested it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
The customer reported that the cement was setting too quickly and that surgery was delayed due to this reason as scrub nurse had to mix at least twice. She further reported that the surgeon had to work quickly to implant as the cement set within 4.5 minutes. The customer further reported that they borrowed a different batch from the sister hospital, and no issues found under the same circumstances.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The customer reported that the cement was setting too quickly and that surgery was delayed due to this reason as scrub nurse had to mix at least twice. She further reported that the surgeon had to work quickly to implant as the cement set within 4.5 minutes. The customer further reported that they borrowed a different batch from the sister hospital, and no issues found under the same circumstances.